Event description:
Chief technician reports leak from dialyzer upon initiation of dialysis. Effluent dialysate was blood-tinged. Dialyzer 7th use, extracorporeal system discarded, ebl reported as 150 ccs due to discard. A new dialyzer was set-up and primed; treatment re-initiated without incident to pt. Actual sample is available for evaluation and was requested.

Manufacturer narrative:
Device visually examined for abnormalities, none found. Device failed bubble-point test due to a broken fiber inside the fiber bundle. (Pir 9700452)